Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge jumped from 20% to 70% immediately after being connected to a power source then dropped down to 20% after being removed from the power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. The customer¿s blood glucose was not impacted.